Event description:
It was reported that the right ventricular (rv) leads all had high thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5071-35 lead implanted: 2010 (B)(6). (B)(4).